Event description:
It was reported that a patient underwent an excision of the subcutaneous mass procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another two to continue the surgery, the same problem happened again. Changed another one to complete the surgery. The 3 actual sample was discarded. The surgeon refused to use the remaining 29 sterile products from the same lot and they will be returned for analysis. . No additional information can be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4).